Event description:
The technician alleged the bed has intermittent head up functions. No pt impact.

Manufacturer narrative:
The technician replaced the head up and head down valves to resolve the issue.